Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported defective device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the noted defective device appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the ht versacore mod j 260cm guidewire was being inserting into the patient via the sheath. While exiting the hoop tray, it was observed that the device looked a bit short. The overall length was 189 cm instead of 260 cm; therefore, the decision was made to not continue to use the device. The guide wire was removed and the procedure was completed with an unspecified device. There were no reported adverse patient effects and no clinically significant delay in the procedure. Return device analysis found that the threaded extension was separated from the core wire 77 centimeters proximal from the proximal end of the teflon coated core, exposing the core wire for a length of 1.5 millimeters (mm). No additional information was provided.